Event description:
It was reported that an asymptomatic patient presented in clinic and the implantable cardiac monitor exhibited intermittent ventricular undersensing. The device sensitivity was adjusted and patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.